Manufacturer narrative:
The user reported that she was hospitalized for three days following a fall and, while being treated at the hospital, was also diagnosed with pneumonia; the event occurred on (B)(6) 2025, and at the time of the call, she stated that her foot was still not feeling well. The event was not related to diabetes or glucose measurements, and per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported that she was hospitalized for three days following a fall and, while being treated at the hospital, was also diagnosed with pneumonia; the event occurred on (B)(6) 2025, and at the time of the call, she stated that her foot was still not feeling well. The event was not related to diabetes or glucose measurements, and per dms, the user is currently using the system with up-to-date information.